Event description:
During final tightening of the set screw, the tip of the driver broke off and lodged in the set screw. The broken tip was removed from the set screw with a pliars. The surgery was completed with a 2nd driver. This added 10 additional minutes to the surgery time.

Manufacturer narrative:
Batch record review indicated that the device was manufactured to all applicable specifications and requirements. Device analysis revealed local deformations typical with use. The driver. There is no obvious defect or inclusion that would have caused the driver to fail under normal use. The texture of the fracture surfaces is the same everywhere which indicates crack propagation from fatigue is not a factor.